Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported there was a hole in the hydrofiber and hydrocolloid portion of the dressing toward the distal end. It was further reported when the dressing was removed that there was a large amount of exudate present. It is unknown how long the dressing was in place. No adverse event was reported to the patient.